Event description:
The caller reported that on an unspecified date in early march, they were alerted to a failure by ventilator alarms. The tube was in the pt a week before a failure of the pilot balloon. The pt was re-cannulated with a new tube and tolerated the re-cannulation well with no harm.

Manufacturer narrative:
The manufacturer has notified FDA of the recall on 04/13/2009.